Manufacturer narrative:
(B)(4).

Event description:
It was reported that lv lead had been having high capture thresholds. It is unknown when the high capture thresholds occurred. A possible lead dislodgement was noted. The physician decided to explant and replaced the lead successfully. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.